Event description:
It was reported that the paitent's personal therapy manager (ptm) was not uploading. Per the reporter the physician activation (pa) dose was entered correctly and the lock out interval (loi) was supposed to be 3 hours, however when the patient went to give a bolus he was not able to give bolus. Device troubleshooting was done and it was noted by the reporters that that took care of the problem. There were no adverse effects to the patient due to this and the issue was noted as resolved.

Event description:
Additional information: it was reported that the patient did not feel the ptm was helping/working. It was noted there was no injury. The pump was "currently programmed." The drugs in the pump were clonidine, dilaudid and bupivacaine.

Manufacturer narrative:
Catheter model 8703w, lot # l47430, implanted: 1997-(B)(6), explanted: unk; physician programmer model 8840, serial# unknown, ptm model 8835, lot# unk serial# unknown.

Event description:
Corrected information: it was incorrectly reported previously that the patient was not able to give bolus. It was reported that when the patient went to bolus themselves patient was "able to give bolus after bolus".